Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a system error 322. The customer stated, and could not give further information to if the error occured on the pump or was found in the history log. It was also reported there was no patient involvement.